Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 2.5 device for mechanical circulatory support. During support, oozing was noted at the insertion site. A new suture as well as a femostop was placed to resolve the issue. Additionally, heparin induced thrombocytopenia was suspected, and the medical staff changed the purge system from heparin to argatroban. The device was removed, and the patient survived the procedure.